Manufacturer narrative:
E1: postal code: (B)(6). H3: device evaluation anticipated, but not yet begun. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, prior to use for a percutaneous transluminal angioplasty procedure to treat peripheral artery occlusive disease, the tip of a cxi support catheter fractured. The tip reportedly fractured upon attempted insertion of the catheter into the valve of a cook sheath, over another manufacturer's wire guide. Per the reporter, the catheter tip did not kink or completely separate. The device did not enter the patient's body. A new cxi catheter was used to complete the procedure. The patient did not require any additional procedures or experience any adverse effects due to this event.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Summary of event: as reported, prior to use for a percutaneous transluminal angioplasty procedure to treat peripheral artery occlusive disease, the tip of a cxi support catheter fractured. The tip reportedly fractured upon attempted insertion of the catheter into the valve of a cook sheath, over another manufacturer's wire guide. Per the reporter, the catheter tip did not kink or completely separate. The device did not enter the patient's body. A new cxi catheter was used to complete the procedure. The patient did not require any additional procedures or experience any adverse effects due to this event. Investigation evaluation: reviews of the complaint history, device history record (DHR), drawings, manufacturing instructions, and quality control procedures were conducted during the investigation. A visual inspection of the complaint device was also conducted. The complaint device was returned to cook for investigation. The catheter tip was completely separated upon return to cook. The remaining catheter tip measured five millimeters in length. A document-based investigation evaluation was performed. A review of the device history record found no relevant non-conformances on the final or sub-assembly lots. A review of complaint history found no additional relevant complaints for the final or sub-assembly lots. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, DHR, and investigation of the returned device suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Based on the information provided and the results of the investigation, cook has concluded that a component failure, unrelated to manufacturing or design deficiencies, contributed to this event. It is possible that other factors related to use of the device could have led to the event; however, this cannot be definitively determined. The risk analysis for this failure mode was reviewed, and no additional escalation was required. The appropriate personnel have been notified, and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.